Event description:
It was reported this event occurred in the operating room. The insertion site was the right subclavian vein. The insertion was not difficult, however, the swg is reported as ¿frayed.¿ the physician opened another kit and used the swg successfully. There is a delay in treatment reported. However, it is reported the delay did not cause harm to the pt. There are no reported pt injuries. Complications, or death. The physician alleges this has occurred a few times, but has no details or samples.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.